Event description:
A medtronic representative reported that the surgeon was unable to use the axiem stylet to complete a shunt procedure on (B)(4) 2012. He was unable to cross the septum with the stylet; he thought the stylet was not rigid enough. The first catheter was placed during original procedure on (B)(4) 2012 and the 2nd catheter placement on the other side of the septum was completed successfully on (B)(4) 2012, with navigation using the same equipment. No negative impact to the patient was reported.

Manufacturer narrative:
The patient weight is unavailable from the site. Since the device was discarded and no lot number provided the MFR date could not be determined. The device was discarded at the site therefore the reported event could not be confirmed.